Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging an ejector control issue with her onetouch lancing device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 5 pm. The patient indicated she manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported issue. The patient also denied testing her blood glucose with another device. As a result of the alleged issue, the patient reportedly developed symptoms of diaphoresis, blurry vision, and felt tired two hours later. Immediately after the onset of her reported symptoms, the patient indicated she administered self-treatment by consuming food and/or drink. During troubleshooting, the csr noted the patient was not using the subject lancing device for the first time and there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.